Manufacturer narrative:
The following information has been updated: d4: medical device lot #: 1089712. D4: medical device expiration date: 2022-01-31. H4: device manufacture date: 2021-03-30. H6: imdrf annex b codes: b02, b14. H6: imdrf annex c codes: c19. H6: imdrf annex d codes: d14. H6: imdrf annex g codes: g04014. H6: investigation summary: customer reported a false positive defect. Bd was unable to reproduce customer experience with the bactec product. A false positive response was not observed when retention samples were tested. Batch history records were reviewed, and all testing were within specification for product release. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Users are cautioned in the package insert under limitation of the procedure: ¿a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. Complaint is unconfirmed based on retention samples and batch history record review. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process. Plot/log file review: plots showed potential signal noise. Signal noise can cause false positive and is associated with physical, electrical, or environmental conditions/disruptions of the instrument.

Event description:
It was reported that the blood culture media of the bd bactec¿ peds plus¿/ f culture vials (plastic) experienced a false positive test result by laboratory personnel. There was no indication that results were reported, and there was no patient impact. The following information was provided by the initial reporter: according to the customer¿s report, a false positive occurred with a bottle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the blood culture media of the bd bactec¿ peds plus¿/ f culture vials (plastic) experienced a false positive test result by laboratory personnel. There was no indication that results were reported, and there was no patient impact. The following information was provided by the initial reporter: according to the customer¿s report, a false positive occurred with a bottle.